Event description:
The ventilator was returned for repair due to the complaint of not cycling. A beeping alarm was reported to have sounded and no pt harm as a result. During the repair evaluation, it was discovered that the alarms would not sound.